Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the provided information. The ventilator was investigated on site by our field service engineer who found out that the o2 gas module was defective and required replacement. The replaced part was not returned for investigation. Since no parts were returned for investigation, the root cause of the event has not been established, however one cause can be that the device was not adequate maintained or mounted.

Event description:
Manufacturer's ref. #: (B)(4).